Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure while the stent (subject device) was advanced for delivery through the catheter, there was resistance and the subject stent deployed prematurely inside the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure while the stent (subject device) was advanced for delivery through the catheter, there was resistance and the subject stent deployed prematurely inside the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached ¿ updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was received within a microcatheter device, and the lot number was confirmed with the packaging returned with the device. During visual inspection, stent device was advanced through the returned catheter. The sdw (stent delivery wire) was seen to be kinked. The sdw was seen to be severely deformed and broken. The introducer sheath was seen to be damaged. During the functional inspection, the rhv was loosened to remove the stent from the catheter, once removed the sdw was found to be broken with the broken segment remaining in the catheter. Several attempts were made to locate the deployed stent inside the catheter but due to the catheter been extremely blocked/occluded the stent was not located. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received was that the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis with an sl-10 catheter device with the stent system advanced through the returned catheter. As per the available information the stent had deployed during use inside the catheter, however the returned catheter was extremely blocked and several attempt were made to locate the deployed stent within the catheter but each attempt failed, the sdw was removed from the catheter during analysis and was found to be kinked, broken/fractured and deformed and the introducer sheath was returned and found to be damaged. Its likely when the reported resistance was felt while attempting to transfer the device through the catheter manipulation of the device would have caused the damage noted to the device and the reported premature deployment. The as reported events of stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use as well as the as analyzed events of sdw kinked/bent, sdw deformed, sdw broken/fractured during use and stent introducer sheath damaged will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.